Event description:
The customer reported approximately one pint of diluent leaked from the instrument and onto the counter after the field service engineer (fse) completed service involving the coulter act diff 12 analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. The customer stated erroneous red blood cell (rbc), hemoglobin (hgb), hematocrit (hct), and white blood cell (wbc) were out of range low and gran, mean cell hemoglobin (mch), mean corpuscular hemoglobin concentration (mchc), and red cell distribution width (rdw) results were out of range high. The customer stated the erroneous results were not released out of the laboratory. There was no patient consequence. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The facility has an exposure control plan in place. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered the white blood cell (wbc) bath did not drain. The fse replaced pinch valve vl14 and performed multiple cycles with no system errors. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. The customer-supplied data showed three patients, and only one patient had erroneous results with elevated hemoglobin (hgb) result without instrument flag and low platelet (plt) result with instrument flag compared to the retest results. Red blood cell (rbc) and indices had instrument flagged (non-numeric) results on the initial analysis. The second patient's results correlated. The third patient's parameters all had instrument flags. The correct results could not be determined. Quality control (qc) and reproducibility data results were within the specified range prior to the event.